Event description:
Consumer stated that her daughter had to go to the emergency room because when she tried to remove her tampon, the string broke and she needed a medical professional to remove the tampon. Consumer stated that her daughter has been using playtex tampons without a problem. Consumer stated that her daughter also used several from the regular box without issues and then she used one when she wore it for about 5 hours and then tried to remove it and the string broke. Consumer stated that she tried to help her but it was not getting removed. Consumer stated that she then took her daughter to the emergency room where they removed it using gloves and no instruments. No medication was prescribed. Consumer's daughter was just told to use pads fore the remainder of her cycle.